Event description:
It was reported the customer had a keypad anomaly. The customer stated their up arrow button was unresponsive when attempting a bolus. Customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated they have dropped their insulin pump several times. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive up button due to flattened dome. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.